Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "decreased aspiration during I/a" (aspiration issue). A biomedical engineer reported problems with aspiration during irrigation/aspiration (I/a). Additional info was requested. Additional info was received: the nurse manager reported the aspiration was not as strong as usual. The surgeon was offered another handpiece, but he stated it was not necessary as he would be able to finish the case. The case was completed, but the following two cases were canceled as a precaution. There was no pt injury reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported problem. No advisories relating to aspiration, vacuum, or flow were found in the error log. The representative performed a fluidics dry test, aspiration flow test, and occlusion test. Preventive maintenance was performed. The system was tested and met all product specifications. (B)(4).